Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set had flow issues. The following information was provided by the initial reporter: IV over infused. Not sure what was being infused. Model 8015, s/n (B)(6). Model 8015, s/n (B)(6). Additional information from related pump file: it was reported that a large volume pump module was involved in an alleged over infusion of saline d5 of a two-year-old patient that was admitted for dehydration. The intended rate of infusion was 175ml/hr and had a bag volume of 250ml. The patient experienced irritation but the customer specified that there was no patient harm.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.